Event description:
The customer reported that during use, the sealing became weak and then oozing was seen. There was no patient injury. No further information was made available from the site.

Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report: (B)(6) 2010. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.